Event description:
Caller reported aviva blood glucose results of 309 mg/dl and 102 mg/dl within 10 minutes. Reported a second, separate comparison of blood glucose results of 337 mg/dl and 92 mg/dl within 10 minutes. Reported no adverse event relative to discrepancy. Strips not available for return, replacement sent.

Manufacturer narrative:
The event occurred in (B)(4). Strips not available for return